Event description:
The pt was inappropriately shocked many times due to noise on the lead. The lead impedance on the rv lead is greater then 150 ohms. Explant of this device is scheduled to happen. The doctor suspects a lead fracture as a result of the pt performing heavy labor. Should add'l info become available, this event will be updated.

Manufacturer narrative:
10/26/15 - this lead was explanted, but was not returned. Added the explant date. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.